Event description:
The stapler was loaded with 35 white staple load to a 35 stapler. This was to be the first fire with this stapler. It loaded correctly but when put through the trocar by the surgeon and tried to open to place around the vessel, the stapler would not open. It was removed from the patient and attempted to reopen for the surgeon. It did not open so it was handed off the field and the team proceeded with a new product. No harm to the patient.